Manufacturer narrative:
The pump was returned to animas and evaluated. All buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts. A crack was also observed at the battery compartment's threads. The battery compartment crack issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2011, the patient contacted an animas representative and alleged that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently unresponsive to arrow button presses. She denied that the device was exposed. The keypad was reportedly intact. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.